Event description:
The customer reported that a code blue call was showing in an incorrect location after a software update 2 weeks prior where the hillrom technician reportedly replaced the wrong part during field service callout. This event was captured under hillrom complaint ref #(B)(4).

Manufacturer narrative:
The customer reported that a code blue call was showing in an incorrect location after a software update 2 weeks prior where the hillrom technician reportedly replaced the wrong part during field service callout. The¿voalte¿nurse call system¿provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code blue calls. The system provides an annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The nurse call system secondary notification provides visual and/or audible event alert notification via customer-designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on a nursing-specific unit, a nurse console in the pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with the naming convention, and audio and /or visual displays based on the customer's preference/request at the time of initial integration. The hrc technician updated the configuration and the system functioned as designed. There was no injury as a result of this event. If the event of a code blue call displaying at an incorrect location were to recur it is likely to result in serious injury or death, as the alert is to be used in the event of an emergency. Therefore this event is being reported.